Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) was concerned about lead damage due to heavy lifting. A guidant technical services representative discussed that it would be unlikely from lifting. The device is scheduled to be changeout in one week for normal battery depletion.